Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having had a "shock" in right thigh that lasted two hours and also in the neck that lasted a couple seconds. The patient also stated a concern that the shocks may be related to the implanted device. Upon follow-up, the hcp indicated the patient had been seen by the doctor and that there was no information regarding any shocks. The patient and device were reported as 'fine'. The device remains in use. No further patient complications have been reported as a result of this event.